Event description:
On 2012 (B)(6) numelock humerus operation was performed. After plate setting, a drill broken when surgeon passed through a drill to a sleeve. He substituted the k-wire of the operating room and finished the operation safely.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.